Event description:
It was reported that the device had an electrical reset. The reset was cleared, settings were reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 1642t competitor implantable pacing lead, (B)(6) 2008. A 1646t competitor implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device reached elective replacement indicator (eri) and had increased battery impedance. A replacement procedure was scheduled.